Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A review of the recipient's test data indicates impedance issues. Revision surgery is under consideration.

Manufacturer narrative:
Additional information section: d.9. Advanced bionics considers the investigation into this reportable event as closed. Programming adjustments had been made; however, the issue did not resolve. Advanced bionics received permission on behalf of the recipient to proceed with failure analysis on march 13, 2025. The explanted device was received at the company on april 24, 2025. The device passed the external visual inspection. The device passed the photographic imaging inspection. System lock was verified. The device passed some of the electrical tests performed. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.